Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that 1 station was repeatedly rebooting. A technical support specialist verified that the system had rebooted without a proper shutdown. This error could be caused if the system stopped responding, crashed, or lost power unexpectedly. Checked on the rss: 0 os reboot per last week. There has been no further communication from the customer, multiple attempts for further information were sent to the complainant with no response, the case has been closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station experienced continuous rebooting, which hindered users from accessing medication for a patient.the customer indicated that this issue resulted in a delay in patient care.there were no adverse events or injuries reported based on this event.